Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon did not have any visual defects and looked normal. The catheter of the device was carefully inspected and no damages were found. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section on the body of the balloon. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the lesion characteristics, handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have resulted in the failure reported; therefore, it is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a dilation of the esophagus procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, the balloon was noted to have a hole. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.